Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the lifevest was cutting into his skin. Patient reported that his left and right sides are sore and that he has a cut on his back below the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that while in hospital, a physician placed something on the cut. There is no indication that the patient was in hospital due to irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.